Event description:
Updated summary: customer also reported that pump power loss.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6(medical device problem code) with this report.

Event description:
Information received by medtronic indicated that customer experienced hyperglycemia. Customer current bg value 165 mg/dl. Customers bg value at the time of the event was 573 and customer was hospitalized due to high bg. Customer was not using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event. It was unknown whether the customer was using the insulin pump with in 48 hours of the high bg event. Troubleshooting was performed. It was unknown if customer had continued to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6) 2022 due to high blood glucose. Customer stated that there was power loss on the insulin pump. Customer stated symptoms related to high blood glucose that were feeling sick, unwell and increased thirst. The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned pump for an alleged power loss alarm and was hospitalized for high bgs found on 15-dec-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap contact missing/damaged and battery cap broken/cracked/damaged found on 14-aug-2022. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bgs found on 06-jan-2022. Unable to confirm battery cap contact missing/damaged and battery cap broken/cracked/damaged due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump was monitored for several hours and no power loss alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25 and low battery alert recorded in the formatted history file for the event date of 15-dec-2022. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 15:17:01.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 00:48:00.000 (B)(6) 2022 00:58:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:30:03.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:30:30.000 (B)(6) 2022 01:30:38.000 and replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 01:19:00.000 (B)(6) 2022 01:29:00.000 upon checking on the power data/detail trace file, replace battery alert and replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact missing/damaged and battery cap broken/cracked/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged and battery cap broken/cracked/damaged were unknown. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Power loss alarm was not confirmed. However, during visual inspection, found slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect impact code has been updated and provided with this report in section h6. Health effect clinical code has been updated and provided with this report in section h6.